Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was scratched for the past 9 months. Reportedly, the touchscreen has become more difficulty to press due to the scratches. The customer's blood glucose level was not adversely impacted. Reportedly the customer would continue to use the pump for insulin therapy.